Event description:
It was reported that an ilet bionic pancreas displayed persistent restart alerts with code 38 consistent with a motor stall, required multiple restarts without resolution, and had an intermittently nonresponsive wake button; a replacement device was issued and the user was instructed to shut down the device to prevent further alerts, continue cgm use, and sync data before return. Symptoms included hyperglycemia with a reported peak glucose of 284 mg/dl and approximately two hours above target. Outcomes included no health consequences or impact, with no medical intervention reported. Investigation included interviews and analysis of information provided by the user, including a video. Investigation of this device revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.